Manufacturer narrative:
The following additional information was received regarding the episodes of meningitis: - there were no reported craniofacial malformations, nor basilar skull fractures, for the patient. - perioperative and postoperative antibiotics were administered: cotrimoxazol, meropenem, and cotrimoazol. - no csf leak occurred post-operatively. -the meningitis episodes did not occur within 30 days of a neurologic procedure. No vp shunts or lumbar drains were utilized at the onset of meningitis. - prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. - it was reported the patient was suffering from a chronic meningitis and temporary paralysis of the facial nerve. During the diagnostic period it was found that cholesteatoma formation took place from a bony dehiscence of the outer ear canal in which cholesteatoma invaded the mastoid in the facial recess. Potentially, a secondary inflammation of the cholesteatoma and mastoid resulted in spread of inflammation alongside the electrode lead into the cochlea. Following explantation, the patient recovered from the meningitis. - culture from the electrode after surgical removal revealed "achromobacter xylosoxidans". Pre-explantation, the csf showed signs of meningitis, without a positive culture. Correction: the date of the report (b4) in the initial report should be july 30, 2021, not july 28, 2021, as previously reported. This report is submitted on september 24, 2021.

Manufacturer narrative:
This report is submitted on august 17, 2021.

Event description:
Per the surgeon, the patient experienced middle ear infection which resulted in meningitis. The meningitis was successfully treated with IV antibiotics. The device was explanted on (B)(6) 2021. The device was explanted on (B)(6) 2021.